Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified. No device history record investigation can be done at this time due to lack of manufacturer¿s lot code supplied with the complaint. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
Rope came loose [device breakage]. Tampon was stuck [foreign body in reproductive tract]. Case narrative: on 01-aug-2022, a spontaneous report was received from a consumer regarding a 38-year-old female who was using with playtex sport plastic (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the patient started use of playtex sport plastic. On an unspecified date, after starting the product, the patient experienced the rope had come loose and the tampon was stuck. She had to go to her family doctor to have it removed. She was disappointed with the reliability of the product. As of 01-aug-2022, the status of product use was not reported. No additional information was provided.